Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue was verified in a review of the electronic records. After replacing the power pcb assembly, battery pins and battery wire harness, proper device operation was observed though functional and performance testing. The device was subsequently returned to the customer for use. The likely cause of the reported issue was determined to be due to worn battery pins.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power three times during use. There were no significant consequences to the patient reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power three times during use. There were no significant consequences to the patient reported.